Event description:
The customer reported a button error alarm and the buttons not responding. After troubleshooting, the insulin pump alarmed, gave a constant tone and a blank display. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The insulin pump also had a corroded motor home switch. Unable to test for the audio/beep anomaly or alarms due to the blank display.